Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump kept alarming n o delivery. Customer's blood glucose was 226 mg/dl. Customer was advised to perform a fixed prime and insulin did exit. Customer was advised to monitor the device and change out the complete set. Customer called back stated he continued to have issues with the device. No further information reported.